Manufacturer narrative:
On 20-feb-2025, mentor received additional information about the event. Ultrasound results indicated that the patient developed cysts on her right breast. Additionally, the results showed small pockets of fluid in the left breast. There was no evidence of seroma or a drainable pocket of fluid. On 24-feb-2025, mentor received additional information about the event. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 05-mar-2025, mentor received additional information about the event: - it was reported that during explant surgery, a fairly significant amount of watery fluid and old hematoma was evacuated from the left breast capsule. - the patient¿s explanted breast prostheses were replaced with non-mentor breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-jan-2025, mentor received additional information about the event. During explant surgery, it was discovered that both breast prostheses were removed intact. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via mammogram. Additionally, the patient developed capsular contracture (baker grade unknown) in both breasts post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. D6b explantation date: on (B)(6) 2025. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).